Event description:
It was reported that during a lap cholecystectomy procedure the clips were not forming correctly. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Information anticipated, but unavailable at this time.